Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Rapid battery voltage drop in (B)(6) 2017

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery reached elective replacement indicator (eri) earlier than expected. Review of performance data noted there was possible ventricular undersensing. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.